Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was interrogated while still in the box with a voltage of 3.12.